Event description:
Malfunction of the device.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 806ect, 510k # k991528 was cleared in the united states. Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.